Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent the removal attempt eight days post implantation. The patient also reports to be suffering leg pain. According to the medical records, the patient was admitted to the hospital with right leg pain and swelling and was diagnosed with deep vein thrombosis (dvt) in the right leg within the femoral vein, the popliteal vein and the posterior tibial vein. The patient had a history of dvt, hypertension, dyslipidemia, sleep apnea and right leg edema. The filter was deployed without any reported complications. It was reported that a patient underwent placement of an optease filter. The indication for the implant was extensive deep vein thrombosis (dvt) of the right lower extremity, demonstrating an occlusive thrombus within the femoral vein, popliteal vein, and posterior tibial vein. Non-occlusive thrombus was present within the common femoral vein, confirmed via ultrasound. Consequently, the patient was administered heparin bolus and thrombolytic therapy and admitted with a diagnosis of dvt of the right lower extremity. The patient¿s medical history is significant for hypertension, dyslipidemia, and left lower extremity deep vein thrombosis approximately two years ago. The filter was placed percutaneously via the left common femoral vein in the inferior vena cava over the third lumbar vertebral body with the hook oriented in the caudal position, the procedure was performed without incident. During the same procedure, an infusion catheter was placed within the thrombus noted in the right femoral popliteal vein and an infusion of tissue plasminogen activator initiated. The patient was discharged four days after admission to the facility. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information contained in the patient profile from (ppf) indicated that the patient underwent an unsuccessful percutaneous removal attempt eight days post implantation. The patient also reports to be suffering leg pain. There is currently no additional information available and no documentation regarding the retrieval attempt. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 16110167 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Leg pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact event date is unknown and the event date in the report is the alert date.     As reported through the legal department via a legal brief, a patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The dates of implantation and attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.